Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, slight corrosion was noted to the keypad traces. The insulin pump had minor scratches on the display window and a cracked case at the display window corner.

Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 312 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.